Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer declined follow-up from tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.